Event description:
It was reported that a pt underwent a pancreatectomy procedure on (B)(6) 2010. Towards the middle or the end of the surgery, the surgeon attempted to remove the trocar cap, but was unable because it was too tight. After that, the doctor in training pulled on the trocar cap and the trocar got stuck in his left hand. This occurred before the device was used on the pt. The surgeon gave the doctor in training sutures for treatment and he is now doing well.

Manufacturer narrative:
(B)(4). Trocar sleeve difficult to remove. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch 50349isp mfg date: 10/22/2009, exp date: 10/31/2014. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.